Event description:
On (B)(6) 2012, the patient reported e4 (occlusion) was displayed on the infusion device. The headset and infusion tubing were changed today. She stated she changes the infusion site every 2 days due to taking so much insulin. She stated the adapter has never been changed and she was advised to change with every 10 insulin cartridges. The patient was able to prime through the infusion tubing with no error. The patient stated she uses a dressing below the headset and she did not feel as if her current headset had been inserted properly. When she removed the headset she found the cannula was bent and insulin had pooled at the infusion site. She stated insulin was leaking from the site. The patient inserted a new headset and was able to bolus without error. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The patient was sent adapter, battery covers, replacement infusion sets, and an infusion set insertion device. The alleged infusion set was requested to be returned for evaluation.